Event description:
The recipient reported a sudden loss in hearing performance with the device. The recipient has been re-implanted on (B)(6) 2021. However, the device has not been received for investigation yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. In addition two channels migrated out of cochlea as confirmed by diagnostic imaging. However to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet. If the device is received in the future, the case will be re-opened and the device investigated.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. In addition two channels migrated out of cochlea as confirmed by diagnostic imaging. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient reported a sudden loss in hearing performance with the device. The recipient has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported a sudden loss in hearing performance with the device.